Event description:
Device report from synthes reports an event in singapore as follows: it was reported that the ria2 tubing twisted during reaming. The ria 2 reamer heads dislodged while reaming and broke in the canal. The broken pieces remained in patient bone. The surgeon tried to retrieve but was unable to due to being in the middle of the femur bone. They had to manually wash out. The surgery was delayed 1 hr due to the reported event. This report is for one (1) reamer head f/ria 2 ø10 this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: supplier ¿ mark two engineering (fathom) / inspected and packaged by: monument release to warehouse date: 22-sep-2023 expiration date: 01-sep-2033 part number: 03.404.016s-us, 10.0mm reamer head for ria 2-sterile lot number: 7772p92 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) and lmds were reviewed and determined to be conforming after rework. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm lot number: 5213p33. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from fathom manufacturing dated 22-aug-2023 was reviewed and determined to be conforming. Certification for heat treat supplied to fathom manufacturing from vacu-braze inc. Dated 09-aug-2023 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of compliance supplied to fathom manufacturing from boston centerless dated by elmira on 24-aug-2021 was reviewed and determined to be conforming. Material certification supplied to boston centerless from carpenter dated 10-dec-2020 was reviewed and determined to be conforming. This lot met all dimensional, packaging, and sterilization criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient underwent two follow up procedures to clear an infection, but the broken fragments could not be retrieved.